Event description:
Following the procedure, the physician attempted to close the arteriotomy with a t6 xls techstar device. The physician inserted the device and deployed it, but the needles missed the barrel. Several attempts were unsuccessful. The device could not be removed, so the decision was made to take the patient to the or for surgical removal of the device. The device was removed and the patient recovered without incident.